Event description:
FDA notified a baxter representative of a report of two people experiencing contact reactions to the eluent of a p-15 dialyzer. Report states that after a single and very short inspiration of steam of the transparent liquid (approximately 10 seconds) the following symptoms were noted: weakness, dizziness, numbness of arms, tachycardia and hard breathing. Individuals were hospitalized and during that time additional symptoms were reported as: dryness in the mouth, metal taste in the mouth, strong impulse to urinate, increased salivation, cough with increased mucus secrection, headache and cramps in the bowel. Symptoms reported to decrease with time.

Event description:
Information received from the FDA stated that the government had three analysts, not two people as originally reported, who experienced additional symptoms of skin irritation on their hands and arms while handling a-series dialyzers. It was also stated that they found residuals of one of the pf-5070 degradents (perfluoroisobutulene) was noted in the dialyzers, which is listed on the material safety date sheet (msds) as toxic.